Event description:
It was reported that a device experienced a system error 332. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was tested in test mode for 100+ hours with no recurrence of the reported symptom. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loading state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.